Event description:
Caller alleged discrepant results between comparison tests. Results as follows: date: (B)(6)2010, inr result: 4.0. Date: (B)(6)2010, 4.2. Date: (B)(6)2010, 1.6.

Manufacturer narrative:
All inr results provided by the customer are performed more than three hours of each other. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. As of 05/17/2010, twenty-eight discrepant results complaint was reported for lot # 225323 yielding a complaint rate of 0.016%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time.